Event description:
A report was received that the patient had developed an infection at the lead site. The physician explanted the leads and the ipg was left implanted in the patient. The patient was hospitalized and treated with oral and intravenous antibiotics. The patient had symptoms of a fever and oozing at the lead incision site.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.